Manufacturer narrative:
Actual device was returned for evaluation. Additionally, CT images, CT reports, and pathology report were received and reviewed by the medical director. The received CT examinations are without contrast which made assessment of the reported type iii endoleak difficult. Analysis of the returned device did not reveal any indication that the device may have caused or contributed to the reported type iii endoleak. Review of the device history record did not reveal any relevant nonconforming material records associated to this lot. The lot usage history shows that no other units from this lot have been involved in any similar complaints. Based on the information reviewed, the cause for the reported endoleak type iii could not be determined.

Event description:
It was reported that approximately 21 months post-implant of a bifurcated device and suprarenal aortic extension, the devices were explanted due to a type iii endoleak. Reportedly, a follow-up computed tomography scan revealed a type iii endoleak between the suprarenal aortic extension and bifurcated device. The physician elected to convert an open repair and explant the devices. The patient was treated with a surgical graft. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.